Manufacturer narrative:
The tracker is not a repairable device and will not be returned to the user facility.

Event description:
The ngenius universal tracker was returned to stryker instruments freiburg for service testing, and during functional evaluation it was noted that the interface of the tracker was loose. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The ngenius universal tracker was returned to stryker instruments (B)(4) for service testing, and during functional evaluation it was noted that the interface of the tracker was loose. There was no patient involvement and no adverse consequences associated with the device.